Manufacturer narrative:
(B)(4). Date sent: 11/16/2023. Additional information was requested, and the following was obtained: what were the indications for surgery? [Ans: end-to-end anastomosis for right hemicolectomy]. What surgical procedure was performed? [Ans: right hemicolectomy]. Did the patient receive any preoperative chemotherapy or radiation? [Ans: unknown.]. Were there any issues experienced with the device in the initial surgical procedure? [Ans: no]. What healthcare professional fired the device and what is his/her experience with the device? [Ans: colorectal surgeons with 10+ years¿ experience]. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? [Ans: low-b]. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? [Ans: waited at least 30 seconds before firing]. Did the surgeon ever confirm the site of the bleeding? [Ans: no, as colonoscopy might further compromise the integrity of the staple line]. Was there additional surgical or medical intervention required? [Ans: surgeon prescribed antibiotics for the patient]. Was the device difficult to close? [Ans: unknown]. Was the device difficult to fire? [Ans: unknown]. How may counter-clockwise revolutions of the adjusting knob were used to open the device? [Ans: 2 full revolutions]. Did the healthcare professional receive audible & tactile feedback when firing the device? [Ans: yes]. Were the donuts inspected? If so, please describe. [Ans: the donuts was completed]. Was a complete transection of the white breakaway washer visually confirmed? [Ans: unknown]. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. [Ans: unknown]. What is the current status of the patient? [Ans: stable and discharged]. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? [Ans: surgeons think that the staple formation somewhat related to the complication]. What is the nurses experience with the device? [Ans: unknown]. Was there any difficulty removing the device? [Ans: unknown]. What was the total estimated blood loss (ml)? [Ans: unknown]. Was a transfusion required? [Ans: no]. How was the bleeding addressed? [Ans: just give antibiotics and wait for the bleeding stop itself]. What was the pre and postoperative anti-coagulant and pain management protocol? [Ans: unknown]. Was the bleeding intraluminal or extraluminal? [Ans: intraluminal, as bleeding was found in patient faeces]. What is the current patient status? [Ans: stable and discharged]. What was the issue with the staple formation? [Ans: unknown]. Were the staples malformed? [Ans: unknown].

Manufacturer narrative:
(B)(4). Date sent: 10/25/2023. D4 batch # unk. B3: only event year known: 2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Did the surgeon ever confirm the site of the bleeding? Was there additional surgical or medical intervention required? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? What is the nurses experience with the device? Was there any difficulty removing the device? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient experienced post-op day 2 bleeding after using cdh25b for end-to-end anastomosis during right hemicolectomy. After completed the procedure, patient was diarrhea with blood on post-op day 2. Dr gave some sedative and antibiotics to the patient. Patient is eventually stable and discharged after. Dr concerns it might related to cdh25b as the bleeding might comes from staple line of anastomosis.